Event description:
Terumo received the following information: it was reported that the patient returned from the cath lab with the tr band in place and a small area of swelling that appeared to represent displaced tissue. On reassessment, a large hematoma, approximately golf ball-sized had developed. Manual pressure was applied intermittently for 10¿15 minutes followed by coban and gauze for compression. Oozing resumed during deflation when approximately 4ml of air remained.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided b3: date of event: requested, unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: bsn, rn ¿ patient safety analyst h4: device manufacture date: unknown due to unknown lot number the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.